Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.(B)(4).

Event description:
It was reported that the superior vena cava (svc) portion of the right ventricular (rv) exhibited high impedance, and a steady increase in impedance measurements over a period of months. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rv defibrillation portion of the rv lead also exhibited high impedance. A fracture was suspected and the lead was capped and replaced. No patient complications have been reported as a result of this event.